Event description:
It was reported that during an unk procedure, the device misfired; no staples came out at first firing. On the second firing, device delivered malformed staples. There was no pt consequence.